Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had a no power issue. The patient had a blood glucose >500 mg/dl with large ketones, symptoms of dehydration, and vomiting, and was in ICU for 2 weeks. Patient discontinued pump use. Treatment included IV fluids and insulin via injection. This complaint is being reported as the patient experienced hyperglycemia and the power issue was not resolved.